Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracotomy pulmon ca lobectomy, when attempting to begin dissection of right upper lobe, the loading and unloading system was locked. The surgeon was able to take tissue, close jaws and activate shooting button but would not fire the reload. A new handle and reload were used to complete the case. There was no patient injury.